Event description:
It was reported that eleven days post implant the patient experienced syncope. It was further reported that the right ventricular (rv) lead became dislodged and exhibited increased threshold. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.